Event description:
The reporter indicated that he believes the device was programmed to 50 ppm out on itp (inquire telemetry and orient) programming, it states the device is at 86 ppm for lower rate. Addl info revealed that the problem was caused by technician error. The reporter stated that the technician may have forgotten to press the "program display" button.